Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a suspected microdislodgement. At the original implant less than three months ago, the lead had thresholds of .5 v and sensing of 20 mv. Recently the lead displayed thresholds of 3 v and sensing of 4 mv. The patient was brought in for an elective device upgrade and the physician repositioned the rv lead with out difficulty. After the lead was repositioned, it displayed measurements within normal limits. No adverse patient effects were reported.